Event description:
Received information that an ophthalmologist reviewed the patent's medical records, and the patient had herpes simplex virus of the left eye. The patient may have been using a bausch & lomb product. No additional information is available.